Event description:
It was reported that the needle was blunt which makes it hard to pierce skin when inserting.

Manufacturer narrative:
Device was returned for investigation. It was tested for force to advance and force to lock with no nonconformities found. The reported event could not be confirmed as a manufacturing related nonconformance. There was no fault found with the device.